Manufacturer narrative:
Corrected data: device not returned. An event regarding revision involving an accolade stem was reported. The event was confirmed. Method and results: -device evaluation and results: device was not returned however, inspection of provided explanted image shows some blood stains on stem. Nothing else can be determined from the explanted images. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event of revision was confirmed as explanted image of stem was provided which shows some blood stains on it. The root cause of the event could not be determined because device was not returned for evaluation and insufficient information was provided. No further investigation is required at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The surgeon, reported that he undertook a revision hip case for an accolade tmzf stem, with a 44 metal head & trident liner, which was originally implanted in 2007. The original trident cup was left in.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon, reported that he undertook a revision hip case for an accolade tmzf stem, with a 44 metal head & trident liner, which was originally implanted in 2007. The original trident cup was left in.